Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Additional information: the carefusion failure analysis lab technician noted during evaluation: received vela front panel on, and conducted visual inspection. Front panel was installed to a functional vela for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays with red colors. Performed display calibration per service manual, touch display interaction was successful and can be calibrated. Unit was allowed to run for 1 hour until failure where the screen blanked out. Lcd display 10.4¿ was then substituted with a working lcd display 10.4¿ powered up with correct user-patient displays. No further actions were taken or required. Findings/root-cause: reported problem was duplicated. The failure was isolated to the lcd display 10.4¿ that is degrading. No further investigation is needed.

Event description:
The customer reported that while ventilating a patient the ventilator's screen was found to be off or blank. The ventilator could be heard delivering the breath to the patient. The patient was in no distress and monitored values were normal. The patient was removed from the ventilator and was manually ventilated until a replacement machine was brought in. Patient remains in the same condition as prior to the event.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined that the reported issue was caused by a malfunctioning front panel assembly. The carefusion field service representative replaced the front panel assembly and per the service manual, ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service. The alleged faulty front panel was received by carefusion, routed to the carefusion failure analysis lab and staged for evaluation.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.